Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of right ventricular (rv) lead, high impedance in unipolar and bipolar mode. The physician suspected rv lead dislodge occurred due to patient¿s myocardial response. The rv lead was partially programmed off, and remains implanted, in-service. No patient complications have been reported as a result of this event.